Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 573 mg/dl and 131 mg/dl, while using the advantage system. The following day, patient reportedly performed and additional set of back-to-back tests with results of "hi" (>600 mg/dl) and 190mg/dl. Reporter stated that patient did not modify therapy based on these results. Reporter did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549426 with expiration date 01/31/2008.

Manufacturer narrative:
The comfort curve test strips are the suspect device.